Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified total delamination on the plug strap disk shell and observed void >1 mm in non-textured valve-to shell-bond area. Leak test and microscopic analysis were performed which identified the unit did not leak and total delamination on the plug strap disk shell. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was total delamination on the plug strap disk shell assessed as adhesive failure, and no openings were observed on the device or issues related with the complaint deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.